Event description:
It was reported that the customer's pump screen was dark and would not turn on despite various troubleshooting attempts, including ensuring the pump was not plugged in and trying a known working power source. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on alternative insulin therapy to use in the interim and sent a replacement pump with updated software. The customer was made aware of necessary steps regarding the replacement, including returning the faulty pump.